Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during tissue dissection, the cable on the maryland bipolar forceps snapped. There was not force being used during that time. It was an easy dissection as per surgeon. The procedure was completed with no reported injury.